Event description:
This lead was capped because impedance measurements dropped from 700 to below 300 ohms over a 4 month period. Since the pt is pacemaker dependent, the lead was capped and replaced. Should add'l info become available, this event will be updated.